Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. The drill sleeve1.5 (03.114.001) did not fit in locking compression plate (lcp) 1.5 (02.114.006s). This complaint is confirmed. A functional test at customer quality (cq) confirmed and replicated the reported complaint condition. The drill guide does not thread into any of the threaded holes on the returned t plate. Visual examination did not reveal any post manufacturing damage to the drill sleeve. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Appropriate action has been initiated on june 6, 2017 for lcp drill sleeve 03.114.001 does not engage with plate. Corrected data: legal manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Relevant corrective actions have been taken to address this issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. A device history record (DHR) review was performed for part # 03.114.001, synthes lot # h161606: supplier lot number: n/a, release to warehouse date: 30-dec-2016, expiration date: n/a, supplier: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Recall: 3008812560-08/04/2017-001-c. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two (2) 1.1 mm locking compression (lcp) threaded drill guides for 1.5 mm lcp plates did not fit in 1.5 mm locking compression plate (lcp) and one (1) threaded bending pin also did not fit in the same 1.5 mm lcp plate. This issue was discovered outside the theatre. No patient and case involvement. This report is for one (1) 1.1 mm lcp threaded drill guide for 1.5 mm lcp plates. This is report 1 of 2 for complaint (B)(4).